Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an pump issue due to mechanical jam was not determined. The reported issue that there was an pump issue due to mechanical jam could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from (B)(6) medical device incidents database regarding issues involving delay to treatment/therapy, no clinical signs symptoms or conditions, mechanical jam. There is no information on patient involvement and patient impact.

Manufacturer narrative:
Correction: initial reporter first name, initial reporter last name, initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name additional information: initial reporter phone, initial reporter e-mail, initial reporter addr 2 and manufacturer narrative.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving delay to treatment/therapy, no clinical signs symptoms or conditions, mechanical jam. There is no information on patient involvement and patient impact.